Manufacturer narrative:
It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort (gfe) response, the replacement of the power cord and charging the device overnight had resolved the issue. The customer replaced the power cord and charged the device overnight to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the power cord was faulty. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the power cord was faulty. The customer had swapped out the power cord and allowed the device to charge overnight. The investigation is ongoing.